Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-432ag, mmt-342, mmt-1880l. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a short battery life or a low battery alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-432ag. No product return is required for mmt-342. Product return required for mmt-1880l. It is unknown whether product will be returned.

Manufacturer narrative:
The pump was received with a minor scratched lcd window. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file. The pump successfully delivered a (B)(4) units bolus (displacement test) and a (B)(4) units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery related alarms/alerts or charge/battery lasts less than expected noted during testing. Insert battery alarm was found on: (B)(6) 2024 09:14:17.000. Insert battery alarm was expected since the battery was removed from the pump. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 22-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: 11/17/2024 21:44:00.000. Lostsensor2alert (781) was found on: 11/17/2024 22:00:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the screen of the pump during analysis. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Customer alleged for no delivery alarm/insulin flow blocked alarm and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.